Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, decreasing from 10 months to three months in one month. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to multiple resets. Device replacement was recommended as soon as possible. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.